Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated there were no significant changes in circumstances that led to the issues, just passage of time/usage of the device. They stated no steps were taken to resolve the issue and there had been little change. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event date (B)(6) 2019 year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that about 6 months prior ( (B)(6) 2019) the ins seemed to run down faster than it did before. They always were on the charger. The patient stated they had some falls, but no other medical tests or procedures. They had not reprogrammed the device and they had been using the same setting they had always used. No symptoms were reported. No further complications were reported or anticipated.